Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales rep via email that an ar-8973-01, outrigger targeting guide was sent to the case with the anti-rotation teeth broken off. When the staff tried to connect the nail to the outrigger, it was found that both anti-rotation teeth on the outrigger that connect to the divots on the top of the nail had broken off. Having no teeth on the outrigger meant that the nail could still rotate despite being connected to the outrigger. This caused significant delays in the surgery as the surgeon had to make sure the nail did not rotate as he inserted it into the fibula and complete the case. Despite taking great care during insertion, the outrigger still rotated after they put the first 2 screws in causing the third (anterior) screw to miss the nail entirely and the tightrope drill bit missing the syndesmosis hole on the nail. To complete the procedure, the staff had to resort to remove the outrigger and drill for the tightrope using the 'perfect circles' technique. All in all, the case took close to 3 hours when it normally takes him only about an hour and a half to 2 hours which is not only annoying to the surgeon but also compromises the patient.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8973-01 serial/batch number: (B)(4) was received for investigation. Visual evaluation found that the hub attachment tube broke off at the distal end; the fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined.